Event description:
It was reported that during a laparoscopic cholecystectomy procedure, multiple clips were scissoring and malformed. They were using a 5mm port at the time. A second device was pulled and the same thing occurred. The port was change to a 10mm port and a different applier was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.